Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited far field oversensing which led to false episodes of atrial tachycardia being recorded. Technical services (ts) was consulted, and advised on cardiology consult for programming optimization. No adverse patient effects were reported. This device remains in service.